Manufacturer narrative:
The device has not been returned for evaluation, therefore we are unable to determine a root cause for the reported event. If additional information becomes available, a supplemental report will be filed. Importer report has been filed as report number: 2951238-2019-01203.

Event description:
During a colonoscopy, it was noticed that there was a tight stricture @12-15 cm. The physician was unable to maneuver around the stricture and as he/she was withdrawing the scope, a one centimeter (1 cm) linear tear was noted @12-15 cm. The physician was unsuccessful in clipping the tear. The patient was hospitalized for three (3) days for observation. The patient has been discharged home.